Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the brightness on the monitors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system monitors were not functioning. No patient injury was reported.